Manufacturer narrative:
On (B)(6) 2017, the customer reported that after changing the infusion set tubing, the occlusions did not reoccur and the blood glucose was at the target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the pump supplies twice. The customer's blood glucose (bg) level was 599 mg/dl and insulin injections were administered to address the bg level. The customer reported seeing small air bubbles in the infusion set tubing. The customer changed out the tubing and resumed insulin delivery.